Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to be charged while plugged into a laptop. Customer plugged usb cable into a different usb port and charging issue continued. Pump shutdown. Customer declined further troubleshooting with tandem technical support. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 279 mg/dl.